Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to back surgery and not related to his blood glucose levels. However, he was then treated in the emergency room for high blood glucose levels. The customer's blood glucose was 300 mg/dl and then rose to 400 mg/dl all day after refilling the insulin pump and changing the insertion site. It was stated that the customer had diabetic ketoacidosis. Advised that the customer contact his endocrinologist and that troubleshooting could be done for the insulin pump as well. No further assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.